Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported "about 7 years I have been suffering from progressive capsular contracture, accompanied by pain and inflammation". Later healthcare professional reporter "breast pain, feeling the folds, discomfort when sleeping, grade IV contracture". This record is for the right side. Device remains implanted.